Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Loosening was also reported, but was due to this infection. Update: litigation papers received 1/2/2014. Litigation alleges pain, discomfort, immobility, inflammation and high levels of cobalt and chromium. The MDR decision is being reversed and the liner and head are now being reported to address these allegations. The complaint has been updated on 1/14/2014. Update rec'd 5/27/2014¿ pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on 6/19/2014. Additional information doi: (B)(6) 2010; dor: (B)(6) 2013 (left hip). (B)(4). On 12/8/2014 update patient harms and/or complaint category nr. Doi: (B)(6) 2010- dor: (B)(6) 2013 (left hip). On 12/8/2014 update patient harms and/or complaint category nr. Update: 29 may 2018. (B)(4) has been re-opened under (B)(4) due to ppf and sticker sheets received. There is no new allegation in ppf. After review of medical record from previous attachment, it was stated that patient had a thigh abscess. Added complainant information, medical history and labs.